Event description:
It was reported that during a da vinci hysterectomy surgical procedure the surgeon was unable to move the one of the instrument arms. An isi field service engineer attempted to troubleshoot the issue via the telephone, however, the surgeon decided to convert to traditional open surgical techniques to finish the planned surgery. No patient harm or injury was reported.

Manufacturer narrative:
The investigation conducted by isi field service engineer discovered that the patient side manipulator (psm) issue (instrument arm) experienced by the customer was caused by the psm being positioned to close to the end of range motion. The psm is an instrument arm located on the patient side cart that provides the sterile interface for the endowrist instruments. As of may 16, 2008, there have been no reported recurrences of the issue at this hospital.